Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer's mother reported the incident.

Manufacturer narrative:
Device passed the sleep current measurement test, active current measurement test and self test. No an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. However, no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test due to corroded motor home switch. Unable to perform the displacement test, prime test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer¿s current blood glucose is 164 mg/dl. The customer also report the an error in the motor was detected by reading unexpected value from hall sensor alarm. The customer was able to clear the alarm and not able to rewind the insulin pump. The customer also state that the customer not using the auto mode. The insulin pump will be returned for analysis.